Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. Effective stimulation was restored.

Event description:
It was reported the patient lost stimulation in (B)(6) 2014 and his ipg is unable to communicate with external devices. The patient was unable to recall when he last charged his ipg. The patient had undergone several surgeries unrelated to the scs system around the time he lost stimulation. Surgical intervention may take place at a later date in order to replace the ipg.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.